Manufacturer narrative:
Batch review performed on 120 september 2019 lot 182888: (B)(4) items manufactured and released on 30-aug-2018. Expiration date: 2023-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director few months after primary cemented tka the tibial component became loose and needed replacement. From the very short radiograph received , it seems that the interdigitation of cement in the tibial bone did not achieve strong fixation. We cannot determine the causes of this condition, but we see no reason to think that the prosthetic implant was defective. Additional implant involved in this event: gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot. 1902476 batch review performed on 12 september 2019 lot 1902476: (B)(4) items manufactured and released on 21-may-2019. Expiration date: 2024-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On the 2nd of september 2019 we were informed that a revision would have taken place on the (B)(6) 2019 (6 months after primary surgery), following flexion problems. Tibial base and insert revised. The insert revised during this surgery was implanted during a previous revision (done in (B)(6) 2019) about which we do not have any information.